Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported: on an unreported date in (B)(6) 2012, the patient experienced peritonitis caused by a break in aseptic technique. On (B)(6) 2012, the patient was hospitalized for peritonitis. The patient was discharged on (B)(6) 2012. Treatment was not reported. Peritonitis is recovering. On (B)(6) 2012, product surveillance contacted the facility and spoke with the peritoneal dialysis nurse (pdrn) regarding this event. The pdrn stated that the patient has had her catheter removed and has been switched over to hemodialysis therapy and is no longer using this facility for treatment. The pdrn reported that she is not allowed to provide any other information per her company policy. No further information was given at this time.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported break in aseptic technique. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.